Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting and packaging of this product. Device was received and analysis determined that the device was not fractured as first thought by the complaint description - see attached complaint analysis report. Event problem and evaluation codes updated.

Event description:
Per email, it was reported that: they have 2 guidewires that came from the rad/angio team ? The tips on these are cracked ? Hard to tell from the photos but customer attempted to circle were the issue is( m001491181 ) x 2(wire,emrld,3mm,j,35x150).

Manufacturer narrative:
The end user did not provide lot traceability; therefore, (B)(6) medical was unable to review the device history records relative to the manufacturing, inspecting and packaging of this product. We are awaiting additional information and the return of the device for evaluation to complete our investigation.

Event description:
Per email, it was reported that: they have 2 guidewires that came from the (B)(6) team ? The tips on these are cracked ? Hard to tell from the photos but customer attempted to circle were the issue is( m001491181 ) x 2(wire,emrld,3mm,j,35x150).